Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device for longer than 48 hours. The patient reports their arm was swollen and had a red bump at the pod insertion site. In addition the patients reported blood glucose level was over 250 mg/dl. The patient removed their pod prior to going to the hospital. Once at the hospital the patient was diagnosed with methicillin-resistant staphylococcus strains (mrss). The patient reports they had surgery and was given intravenous fluids and antibiotics. The patient was provided a prescription of antibiotics. The patient was discharged from the hospital after 4 days. The patient was able to activate a new pod.